Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to rewind. Customer¿s blood glucose was unknown. Customer reported that piston would not move and was stuck. Customer stated that insulin pump had damage and customer was reverted to insulin pen as per back up plan given by health care professional. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarm. Moisture damage was found on the electronic assembly during visual inspection. Rewind anomaly confirmed.